Event description:
It was reported by service report that the brakes are not holding properly. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.